Event description:
CUSTOMER REPORTED THE ECHO DID NOT DETECT AN ANTI-FYA. A PATIENT HAD A POSITIVE SCREEN AND A POSITIVE ANTIBODY PANEL ON THE ECHO. THE PANEL ON THE ECHO INDICATED AN ANTI-K. CUSTOMER THEN CROSSMATCHED 10 UNITS OF KELL NEGATIVE DONORS; 4 OF THE 10 UNITS WERE INCOMPATIBLE. CUSTOMER THEN PERFORMED A MANUAL PANEL ON THE SAMPLE AND DETECTED AN ANTI-K AND ANTI-FYA. CUSTOMER TESTED THE 4 INCOMPATIBLE UNITS AND DETECTED FYA ANTIGENS ON THE INCOMPATIBLE UNITS.

Manufacturer narrative:
"Reactivity of the K and Fya antigens on retention CRRS, lot R022, and CRRID, lot ID099 was confirmed. These were thereagents the customer used on the Echo.The customer did not return product or sample for investigation. It is not possible to rule out the sample as a cause of the event."